Event description:
Customer states administration set appears to have a low output.

Manufacturer narrative:
The used administration set was not returned. The 13 new administration sets with lot numbers provided were returned for eval. Investigation is in progress. A f/u will be submitted when new info is received.